Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, that the customer experienced an error with the erbe generator. The caller stated they were getting a c-34 error. Caller rebooted the erbe generator, and it powered on with a c-00 error. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended changing it to classic mode setting. The caller stated classic mode would not work since it only will go to energy level 2 and they want it set to 4. Caller stated they were going to hook up a 3rd party generator. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was still able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa found the reported issue could not be confirmed in system logs, though error c-34 was logged. Visual inspection found no related issues, but testing showed c-34 on startup and c-00 logged later. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.